Event description:
Boston scientific received information that during eye surgery for this patient, pacing was observed at the maximum sensor rate (msr). No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.